Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive and customer could not enter bolus delivery screen. Customer's blood glucose (bg) level was high . Bg was addressed with inhalable insulin and with change of infusion set. Reportedly, customer will continue to use current pump for insulin therapy.